Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code. There was no reported adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software.